Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the pacing system change out, the right atrial and right ventricular leads had low impedances. Both leads were capped and replaced. No patient complications were reported as a result of this event.